Event description:
Pt readmited for infected left shoulder 7/31/1998 required incision and drainage. Wound cultured propionibacterium acnes (anaerobe culture); required second incision and drainage 8/4/1998. One anchor implanted.